Event description:
On 5/jun/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced abdominal pain and was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 689 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg daily and fortaz 2000 mg daily for 21 days. The patient continued to undergo ccpd therapy, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas maltophilia. The patient¿s ip antibiotics were initially discontinued and replaced with oral levaquin twice daily for 21 days. However, the patient returned to the outpatient dialysis clinic on (B)(6) 2024 complaining of on-going abdominal pain and the patient¿s ip fortaz 2000 mg daily x 21 days was reinstituted. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler without reported issue and has recovered from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Stenotrophomonas maltophilia is a gram-negative bacillus that has become increasingly recognized as an important nosocomial pathogen, particularly in individuals with severe debilitation or immunosuppression. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 5/jul/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced abdominal pain and was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 689 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg daily and fortaz 2000 mg daily for 21 days. The patient continued to undergo ccpd therapy, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s ip antibiotics were initially discontinued and replaced with oral levaquin twice daily for 21 days. However, the patient returned to the outpatient dialysis clinic on (B)(6) 2024 complaining of on-going abdominal pain and the patient¿s ip fortaz 2000 mg daily x 21 days was reinstituted. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler without reported issue and has recovered from the serious adverse events.

Manufacturer narrative:
Correction b5.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced abdominal pain and was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 689 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg daily and fortaz 2000 mg daily for 21 days. The patient continued to undergo ccpd therapy, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s ip antibiotics were initially discontinued and replaced with oral levaquin twice daily for 21 days. However, the patient returned to the outpatient dialysis clinic on (B)(6) 2024 complaining of on-going abdominal pain and the patient¿s ip fortaz 2000 mg daily x 21 days was reinstituted. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a failure to don gloves. The patient works cutting meat, seafood, and produce and was not properly disinfecting her hands or donning gloves during initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler without reported issue and has recovered from the serious adverse events.